Event description:
It was reported that the patient was admitted with recurrent gastrointestinal bleed and frequent pulsatility index (pi) and speed drops. The patient had another transient power/flow elevation that was seen the previous night but returned back to baseline. During the analysis of the log file, technical services observed the elevated power and flows and reported they were mostly associated with pi events.

Manufacturer narrative:
Previous gastrointestinal bleed admission was covered under MFR # 2916596-2021-06570, 2916596-2021-06589 and 2916596-2021-06584. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the gastrointestinal (gi) bleed was confirmed through a hemoglobin of 6.2 and dark stools. The patient was also lightheaded and transfused 2 units. The cause of the pulsatility index (pi) events were likely due to the gi bleed, but the cause of the elevated power/flow was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal (gi) bleed could not conclusively be established through this evaluation. An analysis of the log files provided by the account confirmed elevated pump power and flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. Furthermore, an analysis of the log files confirmed the frequent pulsatility index (pi) events. According to the account, the pi events were likely due to the gi bleed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19sep2020. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev c. Is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 provides an explanation of pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The IFU states that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. Section 4 notes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. There are no audible alarms with a pi event. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.